Manufacturer narrative:
According to the information provided by our technician, the issue was reproduced during on-site visit. The issue was solved by cleaning pressure transducer printed circuit board (pcb) and tightening the tube connected to the pressure transducer pcb. The device passed all performance tests and was returned to clinical use. Unfortunately, the device's log were not provided for further analysis. Peep is maintained in the alveoli and may prevent the collapse of the airways. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb and tube connected to it. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was displaying higher values of positive end expiratory pressure (peep) than set. There was no patient harm. Manufacturer's ref. #: (B)(4).